Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the warranty department that this local representative was contacted by a hospital staff member via phone message. The staff member was inquiring about boston scientific's indigent program. The patient was hospitalized and has no insurance. The patient has a non-boston scientific device and a boston scientific lead that has malfunction. The physician intends to replace the implant lead and the hospital was looking for an indigent donation. No patient name or implanted product information was provided to the local representative. The specific lead malfunction was not identified and the lead currently remains in-service. The local representative was transferred to the person in customer services who coordinates the indigent program. Boston scientific received information that the local representative was able to identify the patient name and model#/sn# of the implantable right ventricular (rv) defibrillation lead. According to the local representative, this rv defibrillation lead was exhibiting high rv pacing impedance and electrogram noise. The physician suspects a lead conductor fracture. The local representative has not been notified of a scheduled rv defibrillation lad replacement procedure. The available information suggests that this rv defibrillation lead remains in-service.